Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/11/2020. Additional h3 investigation summary: it was received for analysis an empty opened foil, an empty folder and a detached needle of product code z282h, lot mez016. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. However, body fluids, no remnant at the barrel hole and marks on the needle that appears to be by the use of a surgical instrument could be observed. The suture was not received for evaluation to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mez016 batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery in 2020 and the suture was used. During the suture of the tendon on a hand wound, the thread pulled off. Another like suture from the same lot has been used. There were no patient consequences reported.